Event description:
The patient contacted animas on (B)(6) 2012 alleging that overnight between (B)(6) 2012 and (B)(6) 2012, the insulin pump had lost all power. The patient reported she experienced elevated blood glucose (bg) of 'high' on the meter. The patient reported that she initiated a backup plan with injections. The patient reported that she was admitted to the hospital in the intensive care unit the morning or (B)(6) 2012 with a bg of 711 mg/dl. The patient was reportedly being treated with ivs and was still in the hospital at the time of the report. The patient stated that the pump had been working well the night of (B)(6) 2012 when she bolused for dinner. The patient reportedly made a battery change, which she stated did not restore power to the pump. The patient denied damage or moisture to the pump or its components. This complaint is being reported because the patient reportedly became hyperglycemic after the power issue began.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.